Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Multiple attempts made to follow up with the customer, however no further information provided. Device not returned.

Event description:
The contact also reported that the customer experienced a low blood glucose event (57 mg/dl). The contact was unsure of the cause but stated that the customer has been experiencing emotional issues and had alleged that the pump over delivered. The customer treated by drinking a soda.